Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Sterile part: part number: 315.250s. Lot number: 7l07772. Expiry date: july 01, 2030. Device was first manufactured unsterile under the lot 51p9691 in bettlach and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 315.250 with lot 51p9691 were reviewed: part: 315.250. Lot: 51p9691. Manufacturing site: bettlach. Release to warehouse date: may 06, 2020. A manufacturing record evaluation was performed for the device part: 315.250, lot: 51p9691, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that while performing an open reduction internal fixation (orif) clavicle on (B)(6) 2020, a 2.5 mm drill bit broke while being used to make holes prior to screw insertion. The bit was immediately removed from the driver. The operating area was inspected, and no damage occurred. This report is for a 2.5mm three-fluted drill bit. This is report 1 of 1 for (B)(4).